Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced hyperglycemia. Blood glucose level was 416 mg/dl. Blood glucose at the time of incidence was 266 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by insulin pump. Auto mode feature was on during high blood glucose event. The insulin pump will not returned for analysis.